Manufacturer narrative:
The patient expired; however, the cause of death was not reported to the manufacturer. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the patient had experienced red heart alarms. Hand pumping was initiated to restart the pump and the grinding sound was noted when power to the pump was restored. A vent filter sample was submitted to the manufacturer for analysis. The hospital made a decision to exchange the lvad with another lvad due to suspected device end of life.